Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the customer experienced low blood glucose (bg) level of 53 mg/dl; cause was unknown. Customer declined troubleshooting with tandem technical support and declined to provide further information.